Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It has been reported by the customer that the plate was broken. Plate was broken 12 days after implanted.

Manufacturer narrative:
The reported event could be confirmed, although the affected device was not returned but an image of the broken plate and an x-ray were shared which confirms the alleged failure. The manner of breakage indicates towards a great likelihood of high bending load on the plate. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. An x-ray was provided which was presented to our medical expert for evaluation, but due to very limited information available, it was not possible to ascertain a possible cause of the breakage. However, the medical expert suspects that there could have been an impact on the plate leading to instant breakage in such a short duration. There is also a possibility of high load application, if the patient was mobilized with full load. R&d was consulted regarding the given event, images were shared with them. It was deduced that the plate broke due to bending forces, as the plate chosen was too short. A longer plate should have been chosen instead. Based on the above investigation, the root cause of the failure is deemed as user related. The IFU provides a warning: ¿implant selection and sizing: the correct selection of the fracture fixation appliance is extremely important. Failure to use the appropriate appliance for the fracture condition may accelerate clinical failure. Failure to use the proper component to maintain adequate blood supply and provide rigid fixation may result in loosening, bending, cracking or fracture of the device and/or bone. The correct implant size for a given patient can be determined by evaluating the patient¿s height, weight, functional demands and anatomy. Every implant must be used in the correct anatomic location, consistent with accepted standards of internal fixation.¿ if the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It has been reported by the customer that the plate was broken. Plate was broken 12 days after implanted.

Event description:
It has been reported by the customer that the plate was broken. Plate was broken 12 days after implanted.

Manufacturer narrative:
Correction: refer to d9/h3 device availability. The reported event could be confirmed, although the affected device was not returned, an image of the broken plate and an x-ray were provided which confirms the alleged failure. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. An x-ray was provided which was presented to our medical expert for evaluation, but due to very limited information available, it was not possible to ascertain a possible cause of the breakage. However, the medical expert suspects that there could have been an impact on the plate leading to instant breakage in such a short duration. There is also a possibility of high load application, if the patient was mobilized with full load. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. General aspect: the variax plate system is an internal fixation system which is intended fix the broken bone in a correct position or to perform an arthrodesis until sufficient bone consolidation is achieved. The variax plating system is not intended to transmit full forces and bending moments of daily routine. Loading and weightbearing have to be individually reduced. Influence factors for the required load reduction are: the type of fracture or arthrodesis (e.g. Transverse fracture with sufficient bone support vs. Unstable comminuted fracture w/o sufficient bone contact), the localization of the fracture (e.g. Diaphysis vs. Metaphysis), the bone quality (e.g. Bone in younger patients vs. Osteoporotic bone), correct fracture reduction, correct fixation technique (e.g. Correct dimension of the plate, correct positioning of the plate, sufficient length of the plate, sufficient bending of the plate, correct screw placement with sufficient insertion torque).depending on these individual influencing factors the attending physician has to determine the maximum loading and has to limit the weight bearing respectively. This is part of the surgeons' education. Stryker offers labeling of best quality (op-tech, IFU) but stryker cannot grant that all users are skilled in the special field of traumatology and have read the labeling with diligence. In the case of an overloading or due to poor implantation technique an implant failure may result. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device disposition is unknown.